Manufacturer narrative:
(B)(4). This complaint for a report of an user error was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During a follow up call to the home patient (hp) about a check heater line alarm that had appeared on the homechoice (hc) display during fill 1 of 6, it was discovered that the hp had disconnected during troubleshooting, but did not start over with new supplies as advised by the technical service representative. Instead the hp reconnected and continued therapy without starting over using new supplies. The hp was informed that this practice is not recommended as it is not a sterile process. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No further information was obtained.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.